Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2020. Additional information: d4, g1, h4, h6. A manufacturing record evaluation was performed for the finished device al9625 number, and no non-conformances were identified. Additional information was provided: this is in relation to a 4-0 suture, item code: w9918 lot no: al9625. The patient had to wait for several hours for the availability of theatre to locate and remove the suture head, which occurred. The midwife who originally sutured noted that the correct procedure and instruments were used. The patient had a follow up appointment with the perineal clinic to ensure adequate healing and the patient is experiencing some long term issues.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: product code w9918. I do not have the lot number of the actual suture used. The procedure that the suture was used for at the time was repair of anterior vaginal trauma following a vaginal birth. The suture head became detached and could not be retrieved manually. The suture was located via xray imaging. The patient had to be transferred to theatre for surgical removal using a portable xray machine to guide the surgeon to its exact location. The needle head was located and removed successfully. The patient is currently attending the perineal clinic for follow up care during to complications of healing following the surgery.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure. On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Date of the second surgical procedure? Was the device removed during the second procedure? Does a piece/device remain retained in the patient¿s tissue? If retained, where is the device located/in what structure? Other relevant patient history/concomitant medications, product code and lot number. If applicable, will the product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. The thread has become detached from the needle, during the suturing of a womans vaginal trauma following a vaginal birth. Seeing that the needle is so small it was not able to be retrieved and the woman had to undergo x-rays and scans to locate the needle head. The patient was subsequently returned to theatre for removal. Additional information has been requested.